Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and one inappropriate shock therapy. The physician wanted to know why the device shock and there was a single ventricular pacing. Technical services (ts) reviewed and stated that there was a previous divert due to which the device was shocked. Ts recommended extending the ventricular tachycardia (vt) redetection duration. The device function was appropriate but not as desired. This device remains in service. No adverse patient effects were reported.